Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v466242, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no telemetry even with the new patient programmer and it had been about three weeks since the patient had felt any stimulation. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.